Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right atrial (ra) lead was part of a system revision due to infection, sepsis and pocket erosion. Reportedly, the patient experienced increased follow up, and was treated with intravenous antibiotics. There were no additional adverse effects reported. This ra lead was explanted.